Manufacturer narrative:
The device¿s return is anticipated but to date, the device has not been returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that while doing lap cases it was noticed that numbers on the insufflation unit were disappearing on the flow rate and volume, the device was noted to be working well apart from this so the device was turned off and on again between cases, and it started disappearing again in the middle of the procedure. The issue was found during a therapeutic laparoscopy, the procedure was completed using the same device, and without delay. There were no reports of patient harm.